Event description:
It was reported that the patient has a motorcycle accident which lead to urinary incontinence again. The artificial urinary sphincter (aus) was removed in a previous surgery and a new aus system consisting of a 4 cm cuff, a control pump and a 61-70 balloon was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.